Event description:
It was reported that a motor stall had occurred on (B)(6) 2014 and had not recovered. The patient status was reported as unknown and it was also unknown if there was patient injury. The stopped pump period may exceed tube set was also present on the pump logs on (B)(6) 2014. This device system delivered morphine and clonidine. Additional information was requested. It was further provided that the patient ¿knew something was not right¿ as his pain had increased. The patient was asked about signs and symptoms of withdrawal but did not appear to experience any of the recognized effects of opioid withdrawal, just an increase in his pain. The cause of the stall was not yet determined. A rotor study was done on (B)(6) 2014 and determined the pump was still stalled. The pump was also refilled with saline on that day and the patient was sent home with oral medications. At the time of the report the patient was not receiving effectivetherapy and was waiting review in the clinic on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was on oral analgesics awaiting review on 2014 (B)(6) by an orthopedic surgeon prior to a new implant.

Event description:
Additional information received reported that the patient was reviewed on (B)(6) 2014. The patient had not tolerated the oral medication well so they had made some changes and would review the patient again in 4 weeks. It was noted at the next review, the patient would need to plead his case for a pump replacement. Per the reporter, they were concerned about replacing the pump again as they would not be using the more beneficial regime, using admixtures (with clonidine) due to the risk and subsequent costs. Using only morphine infusion did not offer sufficient pain relief for the pump to be deemed effective. At that time, the impression was that the patient would not be getting a replacement pump.